Manufacturer narrative:
(B)(4) - no consequences or impact to patient; (B)(4) - device remains activated. (B)(4).

Event description:
The unit was shutting off during procedures. Additionally, the laser continued to lase after the doctor removed his foot from the foot switch, and the emergency stop button was pressed to shut down the laser. This information is documented as reported to trimedyne, inc.